Manufacturer narrative:
Report confirmed. Evaluation determined that the leg of the attachment was bent as the foot is not capable of protecting the tool from contacting the dura. It was also noted that the leg was scratched / dented / scored and laser markings were illegible / faded. Previous investigation performed under pr# (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of not working properly. No patient impact reported. Repair escalated to product event on evaluation due to attachment damaged. No additional info was provided re. Patient impact and initial reporter. Additional info is being requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up was sent to clarify patient impact. On follow up, it was confirmed that there was no patient impact.